Event description:
Olympus reviewed the following literature: "endoscopic sphincterotomy and endoscopic biliary stenting do not affect the sensitivity of transpapillary forceps biopsy for the diagnosis of bile duct adenocarcinoma." Literature summary: this retrospective study was aimed to evaluate the influence of a history of endoscopic sphincterotomy (est) and endoscopic biliary stenting (ebs) on the sensitivity of transpapillary forceps bile duct biopsy (tb) for bile duct adenocarcinoma. Overall, 280 samples were required in each group, and 437 subjects (792 samples) were included. The sensitivity was significantly higher for samples from patients with jaundice. There were significantly fewer procedure-related adverse events in patients with a history of est and ebs regarding mild, moderate and severe pancreatitis. This study concluded that history of est or ebs did not influence sensitivity of tb but significantly decreased the incidence of adverse events. To safely and reliably performed tb to diagnose bile duct adenocarcinoma, planning, including for est and ebs, was necessary. Ercp and biopsy were performed with a duodenoscope (jf-260 v, tjf-260 v, olympus medical, tokyo, japan) and forceps (radial jaw 4p, boston scientifc), respectively. Type of adverse events/number of patients: [history of est] (n=185). Mild pancreatitis - 1 patient. Moderate pancreatitis - 1 patient. Cholangitis - 18 patients. [No history of est] (n=273). Mild pancreatitis - 26 patients. Moderate pancreatitis - 5 patients. Severe pancreatitis - 2 patients. Cholangitis - 17 patients. Cholecystitis - 1 patient. [With ebs] (n=275). Mild pancreatitis - 1 patient. Moderate pancreatitis - 1 patient. Cholangitis - 30 patients. Cholecystitis - 1 patient. [Without ebs] (n=189). Mild pancreatitis - 26 patients. Moderate pancreatitis - 5 patients. Severe pancreatitis - 2 patients. Cholangitis - 7 patients. [With jaundice] (n=118). Mild pancreatitis - 9 patients. Moderate pancreatitis - 2 patients. Severe pancreatitis - 1 patient. Cholangitis - 6 patients. Cholecystitis - 1 patient. [Without jaundice] (n=349). Mild pancreatitis - 19 patients. Moderate pancreatitis - 4 patients. Severe pancreatitis - 1 patient. Cholangitis - 31 patients. It is unknown if jf-260v or tjf-260v was used on the patients with adverse events. Jf-260v is being used as a representative product.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The following additional information was received from the author: an olympus device did not cause or contribute to the adverse events described in the clinical article. In addition, there was no malfunction of any of the olympus devices used during the procedures noted in the article.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.